Event description:
It was reported that there was particulate matter floating inside the solution contained in a small volume intermate. This occurred after filling with antibiotic drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 7, 2013 to november 8 2013. Evaluation summary: visual inspection noted a white particle, 1.1 mm in size, floating in the fluid of the bladder. Fourier transform infrared (ftir) spectroscopy scanning identified the particle to be acrylic material. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause or origin of the particle was unable to be determined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.